Event description:
The rptr did back to back blood glucose testing, within 5 minutes, using separate finger sticks. The results were 45 and 100 mg/dl. Rptr did not have any symptoms. The rptr had the meter about three weeks and had not cleaned it. Rptr did not check the confirmation dot for enough blood, or compare it to the color chart. A control solution test result (before cleaning) was 125, within range. After cleaning, a control solution test was 135, also in range. No harm was alleged.